Manufacturer narrative:
Upon reassessment, it was identified that this device was not involved in the event. The initial report was submitted in error and should be voided, as this product did not malfunction or contribute to serious injury.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157444, m2a-magnum mod hd sz 44 mm 44 mm, 651010. (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event.

Event description:
It was reported that the patient was revised approximately eight years post-implantation due to corrosion. Attempts have been made and additional information on the reported event is unavailable.